Event description:
Tip broke inside of pt. Additionally, account stated the physician was doing a septoplasty when one of the tips broke off during the procedure and ended up within the fine tissue and removed with suction.

Manufacturer narrative:
The stevens tenotomy scissors were received for investigation with the tip broken off. Break occurred approximately 3mm from the tip with the lip on the outer edge, which is consistent with being broken while in use. There are no indications of corrosion, material or craftsmanship defect. The pattern of the reported device met our current specifications. Root cause for this condition can be attributed to some type of mechanical overstress, contributing factors for this mechanical overstress cannot be determined at this time. A review of the device history record revealed no issues found with the reported lot. No trend has been detected for this issue.